Event description:
It was reported that during a cholecystitis with probable cholelithiasis, the surgeon stated the device was misfiring/malfunctioning. Unknown how the case was completed. Any adverse patient consequence was not reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.